Manufacturer narrative:
Product analysis summary: the device returned with a detachment on the hypotube 20.6cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube 1.4cm proximal and 1.6cm distal to the detachment site. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary des to treat a moderately tortuous and calcified lesion in the mid lad with 70% stenosis. The device was inspected with no issues noted. Negative prep was not performed. The lesion was predilated with 2.25x12mm, 2.75x15mm and 3x20mm pta balloons. The device did not pass through a previously deployed stent. Resistance was noted and excessive force was not used. It was reported that the stent failed to cross the lesion after several attempts. The catheter kinked. It was also reported that the shaft of the catheter broke. No patient injury was reported.